Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/11/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2014 with the following findings:during investigation, a review of the pump¿s black box showed a pump reboot on 05/10/2014. There was no damage found to the battery compartment. The battery cap was not returned with the pump. A new test battery cap was able to fully tighten to the pump. During testing, a 1.0 unit/hour basal program was executed in the pump for a 24 hour duration period using the new test battery cap; no power interruptions occurred. The pump cover was removed and showed no evidence of internal moisture and no damage to the power circuit. The intermittent power issue was confirmed in the pump history but was not duplicated during the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.